Event description:
During the preventive maintenance (pm) on (B)(6) 2022, the backlight of the autopulse platform's (sn (B)(4)) lcd flickered briefly upon powering on and went dark afterward. No patient involvement.

Manufacturer narrative:
During the preventive maintenance (pm) performed at zoll, the backlight of the autopulse platform's (sn (B)(4)) lcd flickered briefly upon powering on and went dark afterward. The root cause of the observed problem was processor board (pca) failure, likely attributed to the age of the platform. The autopulse platform was manufactured in 2014 and is eight years old, past the expected serviceable life of 5 years. Upon visual inspection, noted a hole on the load plate cover that affects the watertight seal, likely attributed to user mishandling. The load plate cover was replaced to address the observed physical damage. The autopulse platform passed the functional testing with no error or fault. However, the lcd backlight flickered briefly upon powering on and went dark afterward. The processor board was replaced to address the lcd problem. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).